Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having "weird changes" in mental status and issues with breathing. The patient fell on the morning of report at a rehab facility and was going in and out of "lucidness." Once the patient was in the emergency room (ER) the patient was unresponsive and was having apnea. It was clarified that the patient pump was delivering lioresal. The patient had 2000mcg/ml in their pump and was getting 1954.9mcg/day. The patient was in the hospital as of 2015-01-29 because of a seizure; which was not suspected to be related to the pump at all. The hcp planned to test the patient's remaining volume for other drugs at the next refill as they feel that the patient was tampering with their pump.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015 with generalized weakness, more so in the legs. It was also noted that the patient had been falling. The symptoms started just prior to admission. An MRI of the c-spine, t-spine and l-spine were ordered. At the time of the call, the patient was in the MRI department. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).